Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse replaced the wash arm lead screw and bearings which were causing the wash arm to vibrate. The fse then proactively replaced peristaltic pump tubing and the main pipettor tip. The fse then ran a system check which still had fliers on multiple portions of the check. The next day, the fse began a pm (preventative maintenance) service visit and noted fracturing in the acrylic pump manifold. After the pm was completed and the acrylic manifold was replaced, the fse ran another system check but still noted a flier in the washed portion of the system check. The fse then replaced the incubator belt, dispense probes and all was arm related parts. System check was then passing with no fliers. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, although a specific hardware component cannot be identified as the sole contributor, a system malfunction was the cause of the elevated and non-reproducible access accutni+3 and ck-mb patient results.

Event description:
The customer reported an elevated and non-reproducible access accutni+3 result for one (1) patient and elevated and non-reproducible access accutni+3 and access ck-mb results for another patient involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The high access accutni+3 result for the first patient (designated as sample 1) was re-centrifuged and then repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower result, within the assay's normal reference range, was obtained. The high access accutni+3 result for the second patient (designated as sample 2) was re-centrifuged and repeated on the laboratory's alternate unicel dxi 800 access immunoassay system serial number (B)(4) and a lower result, within the assay's normal reference range, was obtained. The high ck-mb result for sample 2 was re-centrifuged and repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower, but still elevated result, above the assay's normal reference range, was obtained. The sample was then run on the laboratory's alternate unicel dxi 800 access immunoassay system and a lower result, within the assay's normal reference range, was obtained. The original elevated access accutni result for the first patient was not reported outside of the laboratory. The original elevated ck-mb result for the second patient was reported outside of the laboratory. The original elevated access accutni+3 result for the second patient was not reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred due to the elevated access accutni+3 or access ck-mb patient results. The patient samples were collected in 5 ml green top tubes and were centrifuged for 10,000 rpm (revolutions per minute) for six (6) minutes. The customer notes samples are first run in primary tubes. If the result is questioned, the sample is re-spun for the same time and speed and then aliquoted into an insert cup. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.